Manufacturer narrative:
Additional information in a2, a3 and b5.

Event description:
It was reported that the machine was alarming constantly when the ambient wand was connected and the ablate function was activated. The incident occurred before the procedure. There was a delay of 0-30min and the procedure was completed using a supermultivac wand. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that the ambient wand was showing an alarm when the ablate function was activated. The incident occurred before the procedure. There was a delay of 0-30 min and the procedure was completed using a supermultivac wand. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the ambient wand is supplied sterile and intended for single use only. Do not clean, resterilize, or reuse the ambient wand. This may result in product malfunction, failure, or patient injury and may expose the patient to the risk of transmitted infectious diseases. Use only conductive media (e.g. Saline, ringer's lactate, etc.). Do not use non-conductive media (e.g. Sterile water, air, gas, glycine, etc,). During use, if the measured temperature exceeds this set point, an audible and visual alarm is activated to alert the operator. In addition, the operator can select a temperature alarm set point and alarm volume or this feature can be disabled by touching the thermometer on the controller screen. The user may elect to continue to use the product after the alarm has sounded. Use and performance of the wand is not affected when the alarm has sounded. For more information on this feature, please refer the qualified controller user¿s manual. A relationship, if any, between the subject device and the reported event could not be determined. Per report, the reported issue occurred before the procedure. No patient injuries or adverse consequences were reported due to the reported events. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.